Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had damage. The customer's blood glucose level was 7.6 mmol/l at the time of incident. The customer stated that the gold filament was retracted when putting in new sensor. The sensor will not be returned for analysis.